Manufacturer narrative:
The event date was on an unspecified date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On the same month of the event onset, the patient was hospitalized for the event and was treated with unspecific antibiotics and anti-inflammatory drugs (doses, routes, durations and frequencies not reported).in the same month as event onset, the patient was discharged from the hospital and was recovered from the event. It was reported that approximately 2 months after the event onset, peritoneal dialysis therapy was withdrawn and hemodialysis was started. No additional information is available as the reporter declined follow up.